Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used tracheostomy tube. As received a tear was observed at the base of the flange next to the inflation line. The deformation of the damage was mostly uneven. The complaint of flange coming apart was confirmed. The probable cause was unknown. A device history record review was unable to be completed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the left flange is coming apart at the base. Reporter stated that the flange did not tear, but it¿s visible from the front side of the trach and the tearing almost transects the whole flange. An emergency trach change was required. There were no patient injury.